Event description:
Reportedly, on (B)(6) 2025 during an ICD in clinic follow-up the physician noticed following data/alert: low shock impedance, defibrillation system potentially ineffective, and charge time too long. Also a very high number of charges is noticed (3742 charges). No ventricular arrhythmia or noise episode was recorded in the device memory. Rv lead parameters were checked and were correct.

Manufacturer narrative:
The analysis of the provided data related to the device, dated 18 june 2025 revealed that several alerts are displayed, but not consistent with data recorded: - [62] : excessive charge time detected, and no data available - [3] : low last shock impedance and no charge or shock occurred since last rms report on may 2025. The data analysis revealed these 2 alerts displayed are incorrect, due to a telemetry error during the in-clinic follow-up dated (B)(6) 2025 (frame repetition issue). This analysis is confirmed by arms interrogation on (B)(6) 2025: these 2 alerts are absent - no shock was performed since the device implantation. Therefore, impedance shock value isn¿t available - last charge time is in correct range (9,8s). Based on available data, no issue is suspected on the subject device platinium dr.